Event description:
New information received on (B)(6) 2018 notes that there were more instances of wide qrs complexes on patient's merlin.net transmission. Some of these wide qrs episodes were binned as ventricular fibrillation (vf). There were no inappropriate shocks. Programming changes were suggested. Further information could not be obtained.

Event description:
It was reported that the device was double counting wide qrs complexes and binning in the ventricular fibrillation zone. The episodes were stored as non-sustained ventricular tachycardia. However, no in-appropriate shocks were delivered. Programming changes were made to raise the ventricular fibrillation zone. Patient was stable and will continue to be monitored normally.

Event description:
New information received on 03/30/2018 notes that there were no programming changes made to the previously reported instances of wide qrs complexes. Patient will be monitored.